Manufacturer narrative:
The device was received for evaluation. During evaluation, the device second column of keys, from the left side of the device does not function at all. Evaluation tested with a known good keypad, and it alleviated the reported symptom a service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device second column of keys, from the left side of the device does not function at all. No additional information is available.